Event description:
The healthcare professional (hcp) of the home pt (hp) reported an overfill of solution while using the homechoice pro cycler for apd therapy. The hcp reported that the device filled the hp twice without draining. The hcp relates that they discontinued therapy and performed a manual drain. A new apd therapy was intiated on the device and the hcp reported that the cycler again filled the hp twice without draining. The hcp subsequently requested a replacement cycler and there was no pt injury or medical intervention reported.